Manufacturer narrative:
The (B)(6) ae assessor spoke with vg-20 user who called into vcc to seek financial assistance for the device. Patient mentioned that she had fallen while working in the flower garden, hit her head, passed out and fractured two bones in her wrist. Patient does not know what caused her to pass out. Patient states she did not trip. Patient doesn't know if she had hypoglycemia. Patient states that there was no mention of hypoglycemia in the emergency room. Patient was not admitted. Patient states she has had trouble with keeping her glucose in balance. Patient tests her glucose via a fingerstick in the morning and evening and as needed if she feels funny. Patient eats three small meals a day. Patient symptom for hypoglycemia is shaking a lot. Patient gives one to three clicks depending on what she eats. Patient uses otc novolog n insulin which she buys at (B)(6). This is off label use for the device. Ae assessor instructed the patient to talk to her hcp about novolog or humalog insulin. This is a serious event because the patient, passed out, from unknown cause while wearing the vgo device.

Event description:
The patient stated that she was sent to the emergency room for 1 day last week. The patient reported that she was wearing v-go 20 at this time and patient was working outside on a flower bed. The patient stated that when she turned, she does not know if she got dizzy but patient woke up face down on the concrete and patient had a big knock on her head and 2 broken bones in her right wrist. The patient was hospitalized at (B)(6) medical center, located at (B)(6) but does not recall the specific day last week.